Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan USA alleging a casing issue with her onetouch verio iq meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2016 at 10:00pm. The patient stated that the whole meter casing was smashed. The patient manages her diabetes with a combination of novolog and levemir diabetes medications. The patient stated that she decreased her dose of medications (novolog 75 units 3x daily, levemir 80 units daily and victoza 1.8 mg daily) on (B)(6) 2016 (times not provided) in response to the alleged product issue. The patient claimed to have developed the symptoms of "shaking badly and got sick" 2 hours after the alleged product issue began; however she denied that she received any treatment. At the time of troubleshooting, the csr noted that there was indication of product misuse and the subject meter was not being used for the first time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptom of "shaking badly" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.